Event description:
Patient was having pain, appeared on x-ray that his cup had moved. Surgeon revised his right acetabular component and femoral head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device eval: patient kept.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was confirmed. -medical records received and evaluation: a medical review was performed and concluded: "failure thus has been caused by lack of initial fixation with inadequate bone support behind the tritanium cup leading to an overload condition ever since the time of implantation. Because the problem is related to surgical technique under conditions of a bone defect, principal failure mode is procedure-related. No evidence for device-related or patient related factors and as such this pi case is not device-related." -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review was performed and concluded that there was no evidence of a device related issue.

Event description:
Patient was having pain, appeared on x-ray that his cup had moved. Surgeon revised his right acetabular component and femoral head.